Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross access solution was selected for use. It was mentioned that when sheath and wire into the body and when attempt was made for transseptal, the wire did not cross. Unknown troubleshooting were made. Finally, the wire was replaced and was able to cross. No patient complications were reported. The device is not expected to be returned for analysis.